Event description:
A malfunction was reported on the customer's pump, identified by a malf 0 error code. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged for a replacement pump to be sent to the customer, who was advised to use multiple daily injections as backup therapy in the meantime. The customer was instructed on how to return the malfunctioning pump and was informed about the steps to take with the new pump, including software updates and sensor usage.